Manufacturer narrative:
Date of event: exact date unknown, event occurred over a year from implant date.

Event description:
It was reported that the patients ipg was non-functional. The ipg was replaced with a rechargeable battery.

Manufacturer narrative:
Sc-1416 (sn (B)(6). The returned ipg was analyzed, passed all tests performed, and did not reveal any anomalies. With all the available information, boston scientific concludes that the complaint of stimulator at end of service was confirmed. Patient data revealed that the device reached the elective replacement indicator (eri) after 12 months of service, which matches the actual number of days that it should last based on the latest energy use index (eui) of 44.2.

Event description:
It was reported that the patients ipg was non-functional. The ipg was replaced with a rechargeable battery. Additional information was received that the patient was doing well postoperatively.